Event description:
The customer reported getting a shock failure. The unit was evaluated at philips. The symptom was verified. Replacing the power pca resolved the issue.

Manufacturer narrative:
The customer reported getting a shock failure. The unit was evaluated at philips. The symptom was verified. Replacing the power pca resolved the issue.